Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was found to have blown fuses in the ac power module. The fuses were reportedly replaced but still the unit would not power up. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint has been addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure has been addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Root cause analysis - corrective actions have been implemented. The quality plan confirmed that the specified kilovolt trigger from power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. No post corrective action failures have been identified.